Manufacturer narrative:
(B)(4) - bowel obstruction occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic repair of a primary left indirect inguinal hernia on (B)(6) 2010 under general anesthesia. Discharge date was (B)(6) 2010 with no issues noted. Four months after the hernia repair, the patient underwent surgical removal of 160 cm of small intestine due to an intestinal obstruction. Additional information has been requested.